Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the findings of the evaluation of the device and the patient¿s expiration due to protracted operative time and subsequent kidney and liver dysfunction cannot be conclusively determined. The device was returned assembled with the pump cable severed approximately 8.25 inches from the pump housing and the severed portion of the cable was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, depositions of post mortem blood were found in the lumen of the outflow graft, in the interior of the pump cover, and on the pump rotor. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the customer that they did not believe the patient's death was hm 3 pump related.

Manufacturer narrative:
Approximate age of device: (age of device: 2 years, 11 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had vad dysfunction while on heartmate ii and received a device exchange to heartmate iii. The patient died on heartmate iii due to protracted operative time and subsequent kidney & liver dysfunction. Additional information was requested but not provided.